Manufacturer narrative:
D4-UDI(B)(4) testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1111732 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000/ lot: 1111732, test base part number 192-430/ lot: 1111732. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1111732 showed that the complaint rate is(B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.b3 - date of event corrected to 27dec2023 h3 other text : single use; device discarded

Event description:
The customer reported a false negative result with the ID now covid-19 2.0 assay performed on (B)(6)2023 with a nasal kitted swab. Additional testing was performed the next day at an urgent care via a sofia sars rapid antigen test which produced a positive result. The patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
D4-UDI:(B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1111732 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000/ lot: 1111732, test base part number 192-430/ lot: 1111732. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1111732 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use; device discarded.

Event description:
The customer reported a false negative result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 with a nasal kitted swab. Additional testing was performed the next day at an urgent care via a sofia sars rapid antigen test which produced a positive result. The patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.